Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the line fell out during dialysis with the cuff still attached. A new device was placed. No injury to patient or healthcare professional.